Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6)2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged approximately three months post implant. The lead was explanted and re placed. No patient complications have been reported as a result of this event.